Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: part: 07.702.016s. Lot: 2g53520. Manufacturing site: werk selzach. Supplier: (B)(6). Release to warehouse date: 01 july 2022. Expiration date: 01 july 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a spinal fusion and percutaneous vertebroplasty (th11) for osteoporotic vertebral fracture (ovf) on (B)(6) 2023. During the procedure, vertebral balloon stenting (vbs) and prime fenestrated screws were used in conjunction. The fusion range was 1a-1b, a total of 4 prime fenestrated screws were used. After cement mixing, viscosity was checked and the surgeon determined that the cement had the appropriate viscosity. At about 7 minutes and 30 seconds, cement injection began on the first screw that was inserted into th10. The cement injection was temporarily stopped because an event was observed in the side image where the cement flowed smoothly during cement injection. Since there was no further cement movement/flow, cement injection was resumed. It was recognized that a small amount of cement may have leaked into the vessel. Cement injection into the 2nd to 4th screws was completed without any problems. The cement was then injected into the vbs stent as well. Surgery was completed successfully within thirty minutes delay. Patient was stable. The immediate postoperative photographs also confirmed that the cement had not leaked significantly. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).